Event description:
It was reported to philips that the system did not start up at 00:00. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that the system was unable to login. Upon troubleshooting actions, the fse identified that the pdu f13 fuse was defective. Fse replaced the pdu f13 fuse. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.